Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specs. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised to address malaligned components.